Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage. Correction to date of event - (B)(6) 2016.

Event description:
Consumer reported complaint for e3 error. Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer is getting the e-3 error as soon as the strips are inserted into the meter. Verified that the strips that customer is currently using were obtained a few weeks ago. Customer is storing the strips in the bedroom. Customer states that possible did recall a time when the strips cap was left open. During the call customer try to perform a blood glucose test resulting in an e-3 error code.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for e3 error. Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer is getting the e-3 error as soon as the strips are inserted into the meter. Verified that the strips that customer is currently using were obtained a few weeks ago. Customer is storing the strips in the bedroom. Customer states that possible did recall a time when the strips cap was left open. During the call customer try to perform a blood glucose test resulting in an e-3 error code.